Event description:
Caller reported blood glucose results 223 mg/dl on the customer's aviva system, "110 to 120" mg/dl on neighbor's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with (B)(6) is for customer's aviva system, medwatch with (B)(6) is for neighbor's aviva system.